Event description:
It was reported that the inflow end of the vascular graft unraveled some during the surgical procedure, leaving graft threads loose in the proximal anastomosis. The procedure was completed with the device. There was no reported pt injury and the graft remained implanted.

Manufacturer narrative:
No product evaluation was performed since the graft remained implanted. A review of the device history records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the mechanical characteristics (suture retention testing strength at 45 degree and 90 degree, and longitudinal tensile strength) on the same fabric as the complaint device indicated values within product specifications. No conclusion can be drawn. However, the investigation performed would tend to indicate that the device was not defective. Please note that it is commonly known that due to their intrinsic weaving pattern, woven grafts are more prone to fraying when cut with scissors.